Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact. During testing, the contrast keypad button was intermittently unresponsive, which has no effect on insulin delivery function; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. The up and down arrow button contacts were found to be misaligned.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the up and down arrow buttons required hard presses to engage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.